Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the caller on several corrective actions, including disconnecting tubing, adjusting the t:lock, and delivering boluses with the instructions that insulin on board (iob) would be affected. Customer changed pump supplies and resumed insulin.